Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a big anterior prolapse for a mitraclip procedure. A mitraclip was deployed centrally. A partial leaflet detachment occurred after deployment. The clip was partially detached from the anterior leaflet. Per the physician, a contributary cause of the detachment was a big anterior prolapse. A second clip was planned to further reduce the mr caused by the big anterior prolapse, it was implanted successfully. A third clip was then implanted to stabilize the partially detached clip. The final mr was grade 1. There was no clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported migration (partial clip movement) appears to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case-specific circumstance as another clip was implanted to stabilize the clip. There is no indication of a product issue with respect to manufacture, design or labeling.